Event description:
It was reported that this pacemaker exhibited atrial undersensing, resulting in inappropriate pacing therapy. Technical services (ts) reviewed the device data and confirmed the undersensing, which was caused by p wave amplitudes exceeding the fixed sensitivity and causing functional undersensing. Ts recommended adjusting the sensitivity. The patient is expected to attend an in-clinic visit for reprogramming. No adverse patient effects were reported. This pacemaker remains in service.